Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false pause with undersending of r-wave amplitude, varied r-wave amplitude, and loss of contact. It was also reported that the icm detected another false pause with loss of signal. The icm remains in use. No patient complications have been reported as a result of this event.